Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a temperature alarm while charging the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump for insulin therapy, however the customer also has manual injections available.